Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient's incision site was draining and not healing. The patient was given prophylactic antibiotics and the device was removed. There have been no reports of further complications regarding this event.